Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states the pump was not delivering insulin. The customer's blood glucose level at the time of incident was 460mg/dl. The customer treated with pump and manual injections. The customer's most current level was 331mg/dl. Troubleshoot was conducted. The customer declined to conduct high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to contact their healthcare provider regarding unexplained high levels. The customer was advised to call back if issues persist.